Event description:
After the nurse mixed the thrombin with calcium, she was able to see a part of the rubber (from the vial) that was in the vial. They did not give the product to the patient. No adverse event on the patient.

Event description:
Multiple attempts were made to obtain the sample. No sample was available for evaluation.

Event description:
Device received for evaluation on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Baxter medical assessment: although it is unlikely, it may happen that by introducing the needle into the rubber stopper of a vial that small pieces of rubber may be cut off, especially when the needle is inserted in a 90 degree angle and not slightly angled with bevel up. In this case, particles were identified prior to use, no patient injury was reported. Due to the quantity of rubber particles product malfunction or use error can't be excluded. If such hazard would reoccur and user will not visually recognize particles prior to use, a worst case clinical scenario would probably lead to a minimal foreign body reaction, which only in exceptional cases may lead to harm or serious injury. A follow-up report will be submitted upon receipt and evaluation of the complaint sample.

Manufacturer narrative:
(B)(4). Baxter investigation results: the sample was received at baxter (B)(4) for evaluation. The complaint was confirmed as a red particle which was observed within the returned bd syringe. A batch review showed that all specifications were met for lot ha120132a; furthermore, there were no deviations that could be associated with the reported problem. The retention samples were visually inspected and there were no abnormalities found. Per baxter (B)(4), based on the visual and physical evaluation of the observed red particle, such particle originated from the rubber stopper on the (B)(4); this is known as stopper coring. Stopper coring occurs when the stopper is cut by a sharp tool after the flip-off caps is removed. No trend was identified regarding this complaint type. This is the first complaint of this nature received for this product lot. This complaint will be kept on record for trending purposes.

Manufacturer narrative:
(B)(4). Investigation results: according to the manufacturing facility, baxter (B)(4), the complaint could not be confirmed as there was no sample available for evaluation. A batch review showed that all specifications were met for lot ha120132a. There were no deviations that could be associated with the reported problem. The retention samples were visually inspected and there were no abnormalities found. Per baxter hayward, due to the lack of sample availability, product defect and assignable root cause could not be identified. This complaint will be kept on record for trending purposes.